Manufacturer narrative:
Additional information was received that the patient was experiencing soreness at the battery site when she sit on it.

Event description:
A report was received that the patient had pain at the pocket site and felt that the ipg was a little sideways. The patient was prescribed pain medication.

Event description:
A report was received that the patient had pain at the pocket site and felt that the ipg was a little sideways. The patient was prescribed pain medication.

Event description:
A report was received that the patient had pain at the pocket site and felt that the ipg was a little sideways. The patient was prescribed pain medication.

Manufacturer narrative:
(B)(4)..